Manufacturer narrative:
(B)(4). The age of the patient at the time of the event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is report 1 of 1 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient did not stop dianeal therapy. The patient experienced peritonitis and was hospitalized on the same day. The patient was discharged from the hospital. The cause of the peritonitis was unknown. It is unknown if the peritonitis was related to any baxter pd solution the patient was on. The patient was treated with antibiotics, vancomycin and ceftazidime. The peritonitis was ongoing and unchanged. The patient was recovering and then was readmitted to the hospital on and was still hospitalized.